Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that sometimes post catheter placement procedure, the patient allegedly allergic to something that was coming into contact with the region of hickman catheter. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the allergy was not caused by the device and hence this record will not be consider as a complaint. However, since an initial MDR was submitted, the file will remain assessed as a malfunction. H10: g3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that sometimes post catheter placement procedure, the patient allegedly allergic to something that was coming into contact with the region of hickman catheter. There was no reported patient injury.